Manufacturer narrative:
E1. Initial reporter phone: (B)(6).

Event description:
Promus premier china registry: it was reported that unstable angina pectoris occurred. In (B)(6) 2019, the subject was referred for cardiac catheterization. The target lesion was located in the distal left circumflex artery (lcx) with 95% stenosis and was 16 mm long, with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilation and followed by the placement of a 2.75 mm x 20 mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject presented with symptoms of angina and was hospitalized on the same day for further treatment and evaluation. At the time of event, the subject was on aspirin and clopidogrel. The subject was diagnosed with unstable angina pectoris. The subject was referred for coronary angiography which revealed 90% stenosis in the lcx, and revascularization was recommended. The 90% stenosis noted in the lcx was treated by percutaneous coronary intervention/target vessel revascularization (tvr). Post intervention, the residual stenosis was noted to be 30%. Three days later, the event was considered to be recovered/resolved, and the subject was discharged from hospital. Ten days later, the subject was diagnosed with unstable angina pectoris again and was hospitalized on the same day for further treatment and evaluation. At the time of event, the subject was on aspirin and clopidogrel. Non-tvr was performed to treat the event. Four days later, in (B)(6) 2023, the event was considered to be recovered/resolved, and the subject was discharged from hospital.

Manufacturer narrative:
B5. Describe event or problem updated. E1. Initial reporter phone: (B)(6).

Event description:
Promus premier china registry. It was reported that unstable angina pectoris occurred. In (B)(6) 2019, the subject was referred for cardiac catheterization. The target lesion was located in the distal left circumflex artery (lcx) with 95% stenosis and was 16 mm long, with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilation and followed by the placement of a 2.75 mm x 20 mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject presented with symptoms of angina and was hospitalized on the same day for further treatment and evaluation. At the time of event, the subject was on aspirin and clopidogrel. The subject was diagnosed with unstable angina pectoris. The subject was referred for coronary angiography which revealed 90% stenosis in the lcx, and revascularization was recommended. The 90% stenosis noted in the lcx was treated by percutaneous coronary intervention/target vessel revascularization (tvr). Post intervention, the residual stenosis was noted to be 30%. Three days later, the event was considered to be recovered/resolved, and the subject was discharged from hospital. Ten days later, the subject was diagnosed with unstable angina pectoris again and was hospitalized on the same day for further treatment and evaluation. At the time of event, the subject was on aspirin and clopidogrel. Non-tvr was performed to treat the event. Four days later, in (B)(6) 2023, the event was considered to be recovered/resolved, and the subject was discharged from hospital. It was further reported that in (B)(6) 2023, the target lesion was located in the proximal to distal segments of the lcx, with restenosis of 90%. The target lesion was treated with drug balloon dilation. Post procedure stenosis was less than 30%.